Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose level. The customer¿s low blood glucose level was 50 mg/dl and high blood glucose was 450 mg/dl. Other values were 352 mg/dl and 139 mg/dl. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The device will not be returned for analysis.